Event description:
Dr applied the clip applier to the cystic duct. The clip severed through the duct as per doctor. The device was removed from service. The clip applier will be returned to manufacturer for further observation. During the procedure the cystic duct and artery are clipped and then cut. The doctor stated that the clip actually cut the duct. There was no negative impact to the patient.